Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented via remote transmission, multiple episodes of non-sustained right ventricular oversensing(nsrvo) were noted on the patient's device. The episodes were observed to be transient myopotential oversensing. No intervention was performed. The patient was stable and will continue to be monitored.